Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information and guiding them through the reset process, after which the cgm error code did not reappear, and the customer successfully started their sensor session.